Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was sent showing the safety cap is not attached to the holder. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6063793. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder fell out of the package when the phlebotomist opened it and the needle went into the patients' leg. A photo shows the needle exposed from the safety cap. No serious injury. The patient was given first aid for the clean needle stick. No mucous membrane exposure to body fluids.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.